Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 26-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint analysis resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in an (B)(6) female patient who had essure (batch no. 871973,977933) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous and retained products of conception. Previously administered products included for an unreported indication: general anesthesia, vasopressin and pitressin. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: on (B)(6) 2013, hysteroscopy was done: the endocervix, uterus, and uterine fundus were visualized. The tubal ostii were visualized. Multiple fragments of decidua were noted in the uterine cavity. A right ostia was cannulized with the essure device. There was difficulty obtaining a clear view of the left ostia. The hysteroscope was removed and sharp curettage of the uterine cavity was performed. The hysteroscope was then reinserted in an attempt to visualize the left ostia; however, this was unsuccessful. The plan was to have the patient returned post menstrual cycle to complete sterilization procedure due to poor visualization. On (B)(6) 2013, hysteroscopic tubal sterilization: the right and left tubal ostia were visualized. The essure device was then used to cannulate the left ostia. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: reporter, date of birth, historical condition, historical medications and essure lot numbers with insertion dates were added from medical records. Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 and device was removed due to complications. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint analysis resulted in an unconfirmed quality defect. Since lot no is received, ptc update is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and device breakage ("fracturing") in a (B)(6) year-old female patient who had essure (batch no. 871973,977933) inserted for female sterilization. The patient's past medical history included multiparous and retained products of conception. Previously administered products included for an unreported indication: general anesthesia, vasopressin and pitressin. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure) and surgery (surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and device breakage outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. The reporter commented: on (B)(6) 2013, hysteroscopy was done: the endocervix, uterus, and uterine fundus were visualized. The tubal ostii were visualized. Multiple fragments of decidua were noted in the uterine cavity. A right ostia was cannulized with the essure device. There was difficulty obtaining a clear view of the left ostia. The hysteroscope was removed and sharp curettage of the uterine cavity was performed. The hysteroscope was then reinserted in an attempt to visualize the left ostia; however, this was unsuccessful. The plan was to have the patient returned post menstrual cycle to complete sterilization procedure due to poor visualization. On (B)(6) 2013, hysteroscopic tubal sterilization: the right and left tubal ostia were visualized. The essure device was then used to cannulate the left ostia. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record (lot number: 977933, expiration date: apr-2015, manufacturing date: apr-2012; lot number: 871973, expiration date: jun-2014, manufacturing date: jun-2011) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 26-oct-2017: summons received: case classification updated to potential legal case. Events medical device removal and device complications were deleted and events migration (seriousness criteria medically significant and intervention required), fracturing (seriousness criteria medically significant and intervention required) and pain added with essure was removal date on (B)(6) 2015. The outcome was unknown and reporter causality was related. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in an (B)(6) female patient who had essure (batch no. 871973,977933) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous and retained products of conception. Previously administered products included for an unreported indication: general anesthesia, vasopressin and pitressin. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: on (B)(6) 2013, hysteroscopy was done: the endocervix, uterus, and uterine fundus were visualized. The tubal ostii were visualized. Multiple fragments of decidua were noted in the uterine cavity. A right ostia was cannulized with the essure device. There was difficulty obtaining a clear view of the left ostia. The hysteroscope was removed and sharp curettage of the uterine cavity was performed. The hysteroscope was then reinserted in an attempt to visualize the left ostia; however, this was unsuccessful. The plan was to have the patient returned post menstrual cycle to complete sterilization procedure due to poor visualization. On (B)(6) 2013, hysteroscopic tubal sterilization: the right and left tubal ostia were visualized. The essure device was then used to cannulate the left ostia. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record (lot number: 977933, expiration date: apr-2015, manufacturing date: apr-2012; lot number: 871973, expiration date: jun-2014, manufacturing date: jun-2011) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 30-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.